Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing that caused pacing inhibition. The rv lead was explanted and replaced. No patient consequences reported throughout the procedure.